Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged an issue with the sensor signal not found and an issue with the pump, as the issue is ongoing even after receiving a new transmitter. The customer reported a blood glucose value of 2.8 mmol/l. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-1885. Troubleshooting was performed, and the customer reported on the low blood glucose event. The customer was using an insulin pump system within 48 hours of the reported low blood glucose event, and the auto mode/smart guard feature was active at the time of the reported event. The customer reported a loss of communication between the transmitter and the pump. The confirmed transmitter serial number is programmed in the manage devices screen, and the reported issue was resolved. The customer says that the sensor signal has come back on its own. No further patient complications were reported. Mmt-1885 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0874 inches. Successfully downloaded history files and traces using thump. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No alerts/alarms/anomalies noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the force sensor flex connector and battery tube. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. No current code/category was not confirmed. No communication pump to transmitter was not confirmed. Unable to confirm low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.